Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 874 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and kidney shut down. Customer was advised that insulin did not deliver for two days, and cannula was kinked. Customer was wearing insulin pump at the time of hospitalization, but it was removed once hospitalized. Customer was hospitalized for four days. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.